Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 19-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was informed last week that her device was no longer in place and needed to be replaced. The patient stated that her battery and leads have moved, but the patient wanted to know if it was normal for the manufacturing representative (rep) to not have scheduling availability for 3 weeks. The patient asked how many reps she had in her area. The patient mentioned that she had obviously not had a great experience because she only had her device since (B)(6) 2017. The patient noted that she now had to spend 3 weeks either being continuously shocked in hope that she could get some stimulation to s3 or turn her device off and have nothing for 3 weeks. The patient reported that the device had been slowly moving since implant. There were no further symptoms or complications reported or anticipated.